Manufacturer narrative:
On (B)(4) 2015 the medical affairs director made the following analysis: migration of double mobility cup. There are no available xrays to show primary implantation or preoperative status. The cup tilted and protruded, and the explant shows no ingrowth, as was to be expected. With the available information, I cannot draw a conclusion on this event nor can I establish a plausible root cause for migration. Batch review performed on (B)(4) 2015: lot 040721: (B)(4) items manufactured and released on 19 october 2004. Expiration date: 2009-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. On (B)(4) 2015 a final report was prepared with the information here above.

Event description:
Revision because of cup sinking. Implant not available

Manufacturer narrative:
On 07 december 2015 the final report was approved. On 10 december 2015 it was sent to the initial reporter and the case was closed.